Manufacturer narrative:
H6: corrections made to fdc and imf coding due to changes in labeled adverse events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had no control over their symptoms since last thursday. The patient stated that they went for a procedure, then they thought their therapy was turned off, but the personnel in the facility confirmed that they didn't turn the patient's therapy off. The patient then mentioned that they had their appendix taken off and that they used to notice that their toes bent when they were being stimulated by their therapy. The agent reviewed general therapy information and walked the patient through connecting to their ins. The patient successfully increased their stimulation to a comfortable level and confirmed feeling the stimulation in their bike seat area. The patient would continue to monitor symptoms. They were redirected to their hcp if the issue persisted.